Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after an electrophysiology ablation interventional procedure using an 8f sheath. Reportedly, after completing step 4, the device got stuck in the vessel. The patient was taken to surgery for a cut down of the stuck proglide. During surgery, a patch was applied to achieve hemostasis. There was no adverse patient sequela. A reported clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A needle to cuff miss was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.